Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the initial reported clarifies that the patient experienced difficulty swallowing the capsule and vomited the capsule out. The capsule was not in the patient's esophagus. Ogd showed no mass lesion in the oropharynx, but the upper esophagus was tight and the scope couldn't pass through. Because of this and the low likelihood to successfully swallow the capsule, the pillcam procedure was not continued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a pillcam capsule became stuck in the patient's esophagus. Initially, the physician attempted to push the capsule down, but this was not successful so the capsule was retracted and the procedure was cancelled. The esophagus had been checked one week prior to the procedure and the swallow function was normal. There was no harm to the patient or user, and the patient condition following the procedure is reported as being stable. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one capsule was returned to medtronic for evaluation. The product was checked for visual external damage by visual inspection under microscope. The capsule passed this inspection. A battery voltage check was performed, which the capsule failed; both batteries showed low voltage. Investigations concluded that the capsule batteries discharged contributing to the event.